Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported a hole in the capsule associated with an intraocular lens (iol) implant procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned. There was no damage observed neither to the haptic or to the optic. The lens does not appear to have been removed from the lens case. The product investigation could not identify a root cause for the reported complaint of ¿hole in capsule¿. A product malfunction was not alleged. The cause of the torn capsule is unknown. The manufacturer internal reference number is: (B)(4).